Event description:
Rptr has been experiencing unexplained joint pain, chronic fatigue, depression and right breast pain. She also has flu-like episodes every other year. Last were 1992 and 1995. Intracapsular rupture diagnosed on MRI mammogram showed calcification and slight lobulation and mild central fibroglandular stromal pattern.